Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was not explanted. The recipient remains implanted. The recipient will remain a non user of the device. The recipient has been lost to follow up. No additional treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed the recipient's device was explanted. Advanced bionics is in the process of gathering more information. Once more information becomes available a supplemental report will be submitted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.